Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("add gel" messages) has been confirmed. Upon investigation the electrode belt rear r2 therapy electrode and interconnect cable were missing, causing the reported "add gel" messages. The root cause for the missing electrode and cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving "add gel" messages without prior gel release flags.